Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: resistance was felt with the aspiration needle due to the deformation of the sheath, the metal part of the sheath (lch tube), and the needle tube was found to be buckled under the boot. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the sheath, the metal part of the sheath (lch tube), and the needle tube of the aspiration needle were found to be damaged. There were no reports of patient involvement.